Event description:
Registered nurse transport specialist (rnts) called to bedside to remove 1.9fr peripherally inserted central catheter (PICC) line. Line inserted at the ankle saphenous vein of the right leg. Rnts confirmed the PICC removal order. Rnts stopped ivf once at bedside and dressing removed using adhesive remover. Placing a small chloroprep wand over the insertion site, rnts began to slowly pull back on the PICC line. Several centimeters were easily pulled back. Rnts noted that line did not full remove and attempted to pull line out again. PICC line snapped near insertion site. Rnts held fingers tightly around leg to act as a tourniquet. Rnts removed chloroprep wand slowly to reveal <0.25cm of PICC line out of insertion site. Rnts attempted to grab end using forceps but line slipped beneath skin at insertion site. Bedside rn immediately notified nnp (neonatal nurse practitioner) who came to bedside and ordered stat x-rays. Tibia/fibula (tib-fib) and kidney, ureter, and bladder (kub) x-ray done to show PICC line between knee and pelvis. Approximately 10cm of line remains. Per the advise of vad (vascular access department), a loose tourniquet was placed around the patients thigh to help hold line in place. Rnts applied light band without compromising perfusion to leg. Nnp reached out to ir (interventional radiology). During removal, PICC line snapped only allowing half of the line to be removed. With 7cm of the line remaining in patient requiring ir removal under anesthesia. Neonatal team have reached out to argon directly to identify any issues with their product as this seems to be a trend with their PICC lines. Removed portion of PICC line in rnts office, remainder was discarded. This event was reported to cdph as retention of a foreign object following surgery or procedure.